Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. A separate report will be filed for the first valve. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve into a large annulus, severe paravalvu lar leak (pvl) was noted due to the position of the valve. During an attempt to reposition the valve, a snare was used and dislodged the valve. In an attempt to implant this second transcatheter bioprosthetic valve with the use of a snare, this valve dislodged and was implanted deep. Moderate pvl was reported. A third transcatheter bioprosthetic valve was successfully implanted and mild to moderate pvl was noted. No other adverse patient effects were reported.